Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
In an article titled "dynamic interspinous process stabilization: review of complications associated with the x-stop device", the following event was reported: a pt underwent an x-stop procedure at level l4-l5 (14mm device). Reportedly, the pt had adjacent-level radiculopathy at l3 due to a herniated disc that produced new back pain. At a later date, the pt underwent a discectomy at l3-l4. No additional information was reported.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's lcd was found to be cracked. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.